Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. She had a recurrent ventral hernia repair on (B)(6) 2013 and had an I&d at that time. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent ventral hernia.

Manufacturer narrative:
(B)(4). It was also reported that following the procedure the patient experienced infection and abdominal pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/25/2019.